Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the seam on the middle port of at least five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 23, 2020 to march 25, 2020. H10: one actual used sample and one unopened companion sample were received for evaluation. No other samples were received and therefore, they could not be evaluated. Initial visual inspection of the received samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port tube and the spike port bonding area of both samples. The reported condition was verified. The cause was not determined; however, the most likely cause was noted to be due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.